Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in emergency department due to vibratory alert in (B)(6) 2020. Review of alert revealed lead noise on the right ventricular lead, an insulation breach was suspected. The physician elected to monitor the patient. On (B)(6) 2020, the lead was capped and replaced successfully with a competitor's lead. The patient was in stable condition before, during, and after the procedure.